Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) was oversensing noise in some episodes and undersensing due to decreased p-waves in others. Programming changes were recommended but not yet implemented. Patient status was not provided.